Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported via the manufacturer's representative (rep) they fell and the device became overdischarged. An impedance check was performed with all results within a normal range. A trickle charge was performed which resolved the issue and the consumer was receiving good stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) reported there was no relationship between the fall and the discharge. The rep. Saw the consumer the day after they fell and checked impedances which were fine. At that time was when the rep. Realized the implantable neurostimulator (ins) was depleted. The ins was last charged a week before the fall and was only discharged not overdischarged. The ins was able to be charged and everything was fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.